Event description:
It was further reported that the right ventricular (rv) lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: sedr01, ipg, implant: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented with bradycardia heart-rate. Upon interrogation the patients right ventricular (rv) lead exhibited non-capture and high impedance. A lead fracture is suspected. The lead was reprogrammed and currently remains in use. A lead replacement will be scheduled at a future date. No patient complications have been reported as a result of this event.